Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure when the fiber was attempted to be connected to the console, there was a defect on the laser main unit. The procedure was not completed due to another reason. There were no clinical consequences to the patient. No further information reported.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the fiber tip exhibits no signs of breaks/fractures. The fiber exhibits no signs of usage. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. There are no signs of breakage along the length of the fiber. The connector cone segments and tabs appear in good condition and secured. An evaluation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure when the fiber was attempted to be connected to the console, there was a defect on the laser main unit. The procedure was not completed due to another reason. There were no clinical consequences to the patient. No further information reported.